Event description:
It was reported that pump touchscreen had spider web display issue that affected customer ability to interact with pump and read screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.